Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: 30 samples were received and evaluated. Visual inspection of the samples confirmed that 20 appeared to contain little to no additive. Retention samples were evaluated in previous complaint investigation with acceptable results. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5027818. Conclusion: the customer complaint is related to clotting and evaluation of the returned samples confirmed the condition. Refer to CAPA 51687 for complete documentation and corrective action.

Event description:
It was reported that bd microtainer® tube with bd microgard¿ closure. K2edta additive had clotting due to no additive. A re-draw had to be done. No injury or medical intervention reported.